Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation. This report is to follow-up medwatch # mw5182957.

Event description:
Procedure performed: ni event description: medwatch # mw5182957 laparoscopic 10mm retrieval bag tore. Intervention: ni patient status: no patient injury indicated.